Event description:
It was reported that (1) atb45 was used during an unknown procedure. It was reported by the affiliate that the device could not fire. Opened another device to complete the case. No adverse pt outcome.